Event description:
It was reported that during a hysterectomy procedure, the surgery was almost in the final, and the electrode, which is in the inner part of the jaw, became loose. An error appeared on the generator and the device did not work anymore. The doctor did not use another device and there was not any damage to the patient. Unknown if the device will be returned.

Manufacturer narrative:
(B)(4). The device was received with the I-blade damaged. The electrode was found properly attached to the bottom jaw. The device was partially tested with a generator and the device performed as required although all testing could not be completed due to the damaged I blade. It is possible that an error was noted during usage with the jaw damaged in this manner. This was not confirmed during complaint analysis. There is insufficient evidence related to what caused the damage. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent.